Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on 12-jul-2024.patient noticed the symptoms within 3 hours after insertion.patient regularly rotate site location. Furthermore confirm the introducer needle was ahead of the cannula prior to insertion. No further information available.